Event description:
It was reported that during a laparoscopic gastric bypass, to create the gastric pouch, the surgeon fired the first stapler two times without any issues. On the third firing, he met some resistance halfway through the firing stroke. He noticed that the knife blade only went halfway down the length of the intended cut line and some of the staples did not form towards the end of the cartridge. They then opened a second device. On the second firing of this stapler, he heard a crunching noise and the stapler locked-out. They then opened a third device. On the first firing of this stapler, he felt some resistance during the firing stroke. On the second firing of the third stapler, he met some more resistance and noticed that the staples did not form correctly. At this point, the pt was converted to open to complete the procedure.